Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced redness and decreased vision in the right eye approximately 9 to 10 days post-cataract surgery. The patient's symptoms were said to have been present for three days. The right eye intraocular pressure was measured at more than 27 mm hg. The patient also showed corneal edema and conjunctival congestion. Flocculated gray fibrous exudate was also found in the anterior chamber. No abnormalities were observed with the implanted lens. As a result of the examination, toxic anterior segment syndrome (tass) was suspected. The patient was given medications for his observed symptoms, which included levofloxacin (four times a day), prednisolone acetate eye drops (four times a day), and tropicamide eye drops (once a day). It was stated that the patient visited additional hospitals for the same reported issue. The patient then returned to the cataract surgery hospital two weeks after the suspected tass diagnosis. During this visit, the reaction in the anterior chamber was noted to have disappeared. His intraocular pressure was now normal and his visual acuity was measured at 0.6. The patient did not return to the hospital any time after that, so his current status is unknown.

Manufacturer narrative:
The lens was not available for return. A device history record (DHR) did not find any nonconformities or anomalies related to this complaint. All environmental results were reviewed and are compliant with the manufacturing site specifications. Based on the available information, a root cause for the reported event could not be determined.